Manufacturer narrative:
Philips service replaced the host pc and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent boot failure and host pc power module fault occurred on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.